Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system. Other relevant devices are: etlw1616c82ee, etlw1613c124ee, sn (B)(6); etlw1620c93ee, sn (B)(4); etuf2814c102ee, sn (B)(4).

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 4.6 cm fusiform abdominal aortic aneurysm. There was no evidence of active bleeding or rupture. However, hyperdense crescent shaped densities within the mural thrombus of the aneurysm as well as peri-aneurysmal stranding raises the possibility of an impending rupture. There was stable saccular outpouching in the lateral aspect of the aortic arch may represent a penetrating atherosclerotic ulcer or a small saccular aneurysm. It was reported that two days pre-operatively, the patient presented with a tender aneurysm. A CT showed that the aneurysm to be contained and lymph nodes were enlarged. The physician decided to preserve both internal iliac arteries although the right appeared aneurysmal and both arteries appeared ectatic. The endurant bifurcated stent graft was deployed on the right side, along with an endurant 16/20/124 contralateral limb and an endurant 16/28/82 ipsilateral extension. It was noted that two cutdown procedures were performed and two 16 french sentrant sheaths were used. The final angio showed a type ib endoleak on the right limb because the vessel was ectatic and there was circumferential calcification. On the fourth attempt to balloon the endoleak, the physician ballooned with high force and the stent graft and the iliac artery ruptured. The physician occluded the right iliac with another manufacturer's device and extended the limb with an endurant 16/13/124. This resolved the issue. It was then noted that there was persistent blushing along the lateral boarder of left iliac limb, but it was decided to leave it and observe the patient. Four hours later ,the patient became unstable with hypovolemic shock with tachycardia, as well as, dropping blood pressure and a distended abdomen. The patient was taken back to the operating room. No visible sac filling could be seen. The aortic balloon was placed above the renal arteries; however, the moment the balloon was deflated the bp dropped. The physician concluded that there must be a leak within the graft and realigned all the limbs on the left iliac with an endurant 16/20/124 and the right iliac with an endurant 16/16/82 and a 16/13/124. It was noted that if the reliant balloon was placed in the iliac limbs the patient became unstable; however, if the balloon was placed above the graft just at the renal arteries, the patient's blood pressure improved. As such, the physician felt that there was a type iii fabric endoleak at the flow divider. The physician decided to reline the main body with an endurant 25/25/49 cuff. However, a repeat aortogram still showed a slower type iii endoleak. It was decided to implant and endurant aui 28/14/102 to convert to an aorto-uni-iliac and further extend with another endurant 16/20/93 stent graft. A femoral-femoral bypass was also performed. The endoleaks appeared to resolve and the arteries had good flow; however, the patient expired the next day. No further information was provided.

Manufacturer narrative:
Concomitant medical products: etlw1616c82ee sn (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received as follows; the physician is wondering if there was a product issue that caused the patient's aneurysm to leak post implantation and may have contributed to the complications that the patient had post implant.